Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low pacing lead impedance measurements less than 200 ohms. Furthermore, there was oversensing of noise leading to pacing inhibition. Pacing inhibition resulted in lesser than two seconds of asystole. Additional information received from the field representative indicated that the cause was not determined. This device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.